Manufacturer narrative:
Initial and final MDR 1903401 - MDR 3003442380-2024-11833 - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event on 09-may-2024. The infusion set was in use for 2 hours. No further information available.